Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hs iii proximal seal malfunctioned, no information. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned inside the loading device. The cutter was returned with the lock disengaged and the actuation button was pressed. The blue slide lock was dis-engaged and the plunger was depressed on the delivery device. The seal and tension spring assembly remained outside the loading device and the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Blood was observed on the seal. As per the procedure one end of the tether in the tension spring assembly was cut in an angle and the seal was attached to the steal stem and anchor tab. As per the procedure the seal was returned in an unraveled state; according to the IFU "visually confirm the complete removal of the heartstring iii proximal seal by the presence of an angled cut at the end of the unraveled seal." Based on the received condition of the device we were not able to measure the delivery tube dimensions. Thus the reported failure mode "failure to load" was not confirmed.

Event description:
The hospital reported that hs iii proximal seal malfunctioned, no information. No further information is available at this time.